Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively after two (2) days, the patient presented a rectal hemorrhage/bleeding. There was more than 500 cc of blood loss due to the issue. Surgeon re-operated the patient again and had to place an ostomy pouch as a resolution to event. Anvil could not be tilted after firing. There was temporary injury as a result of the event. The patient is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.